Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 44 mg/dl due to eating dinner late. She treated with a sugary drink and her blood glucose then became high. Troubleshooting was declined. No products were returned or replaced.